Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, wear abrasion and yellow particles on the shell and creases. A weight test of the device verified the device within specification. Cloudiness and bubbles were observed in the gel after autoclave disinfection process. Based on the device analysis the final assessment is that no issues were found related with the manufacturing the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. (B)(6).

Event description:
Physician reported right side inflammatory capsular contracture baker grade iii. The device was explanted and replaced.